Manufacturer narrative:
The device was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test or verify low battery alert due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump had critical pump error. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. The customer stated that they saw a open book image on insulin pump display. Customer stated that insulin pump screen shows pump with big red cross pointing to a book. Customer stated that they woke up in the middle of the night because insulin pump was beeping they thought it was just running low on battery but it still didn't work. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.